Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: monitor connection lost probable root cause: ¿ cables, connectors, sources, or sinks ¿ capture card, motherboard, power supply ¿ sdc firmware ¿ over-heating (air duct, fans, heat sinks, dust, vents) ¿ sdc application software [cor, ip], clarity package ¿ clarity algorithm ¿ manufacturing defects (process, workmanship) ¿ use error ¿ cybersecurity ¿ esp software [esp] the reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that the device lost image for a few minutes during a procedure. There were no reported adverse consequences as a result.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device lost image for a few minutes during a procedure. There were no reported adverse consequences as a result.